Event description:
It was reported that the screws in a xtend plate were found to be backing out post-operatively.

Manufacturer narrative:
The screw was not returned, nor was the lot number listed. Additional information provided. Dr.(B)(6) has a unique technique, he doesn't use a drill guide, he burrs first and then inserts the screws. He may not have put the screw in. This evaluation determined that this failure was within the expected risk. Therefore, no further actions will be taken at this time. If further information is provided, this complaint can be reopened in the future.